Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated there is crack on reservoir compartment. The customer was changing the reservoir and while locking in place pump crack at reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, but the reservoir stayed locked in. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a missing end cap sticker, and minor scratches on the lcd window.